Manufacturer narrative:
Date of this report corrected from (B)(6) 2011 to (B)(6) 2011. In initial MDR # 2134265-2011-01507, date rec'd by MFR was populated with (B)(6) 2011 but should have been (B)(6) 2011.(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was received fractured. The hgh torque sleeve (hts) measured 6.25in, the tip was not received for analysis. A portion of the fractured core wire was exposed through a microcut on the hts. The fracture area appears to be bent. Product analysis confirmed the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a guide wire tip detachment occurred. Access was obtained via the right radial artery. The 60-80% stenosed, concentric and de novo target lesion being treated was located in the severely calcified and non-tortuous proximal to mid right coronary artery (rca). The lesion was predilated with multiple inflations using a 3.0x20mm maverick balloon catheter and a 3.5x12mm quantum maverick balloon catheter. Per the procedure notes only then was it possible to stent in the presence of massive native calcification, using buddy wire and "child catheter". Two kinetix guide wires were used in the buddy wire technique. Stenting was performed from the distal to the proximal rca with a 3.0x38mm, 3.0x9mm and 3.5x12mm promus element stents. During the intervention the tip of one of the kinetix guide wires sheared off the distal end (about 20mm), but was "fixed with the stents". Medications received during the procedure included heparin, plavix and diazepam. The procedure was completed and no further patient complications were reported. The patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention a guide wire tip detachment occurred. Access was obtained via the right radial artery. The 60-80% stenosed, concentric and de novo target lesion being treated was located in the severely calcified and non-tortuous proximal to mid right coronary artery (rca). The lesion was predilated with multiple inflations using a 3.0x20mm maverick balloon catheter and a 3.5x12mm quantum maverick balloon catheter. Per the procedure notes only then was it possible to stent in the presence of massive native calcification, using buddy wire and "child catheter¿. Two kinetix guide wires were used in the buddy wire technique. Stenting was performed from the distal to the proximal rca with a 3.0x38mm, 3.0x9mm and 3.5x12mm promus element stents. During the intervention the tip of one of the kinetix guide wires sheared off the distal end (about 20mm) but was ¿fixed with the stents". Medications received during the procedure included heparin, plavix and diazepam. The procedure was completed and no further patient complications were reported. The patient's status is stable.